Manufacturer narrative:
Date of event is estimated. Reporter phone number: (B)(6).

Event description:
It was reported patient experienced inadequate stimulation. During surgical intervention to address the issue, attempts were failed to reposition the leads due to patient's difficult anatomy. As a result, the leads were explanted and replaced to address the issue.